Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use on the patient during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit error. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: event postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing safety disk. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.